Manufacturer narrative:
Evaluation results: two bivona tracheostomy tubes were returned for investigation in used condition. Visual inspection was performed at 12 inches, and under normal lighting in order to look for any damage on the cuff or airline. No damage was observed. The samples were then inflated with 20 cc of air to see if there was a functional problem. The cuff was found to deflate immediately after it was filled with air. The customer reported product problem was therefore confirmed. The problem source of the reported product problem was unknown however. A root cause was not established.

Event description:
Information was received indicating that four days following placement of a smiths medical portex® bivona® adult tts¿ tracheostomy (trach) tube, the patient had breathing difficulties. Subsequently, the trach tube was changed out and the patient recovered. It was reported that a hole was found in the cuff. There were no further adverse effects.